Event description:
Dialysis technician was shocked when he touched the uv monitor to brace himself while reaching to close off the water valve to stop the flow of a water leak in the back of the machine.

Manufacturer narrative:
Mar cor was provided with limited information regarding this complaint. Mar cor spoke with (B)(6). They reported that the machine with indicating insufficient water supply, yet did not specify ro specific alarm. (B)(6) the dialysis technician went into the water room to investigate. He found water spraying from the water system. In the process of shutting off the water, "(B)(6) touched something metal and was shocked." He proceeded to turn off the water, determined the leak was coming from the fitting on the uv, bypassed the uv, and returned to the patient floor. It was confirmed that (B)(6) did not suffer any further injury at that time or over any extended period of time since the incident. He returned to the patient floor immediately after the incident. He never sought any additional medical attention. Mar cor field service technician, (B)(6) noted that the water bug (water leak alarm sensor) was wrapped up and tucked behind the piping on the wall instead of resting on the floor where it should have been. (B)(6), the dialysis technician discussed the situation with (B)(6) directly. "The case of the uv monitor was wet when touched. The o-ring on the inlet water source to the uv unit was missing and the ro purified water was dripping down onto the uv monitor, which has a plastic case. Note: uv monitor was mounted on the wall below the uv unit." Mar cor purifications serviced the machine the same day as the complaint. He removed the o-ring from the old uv system and serviced into the new uv. He pressurized the quarts and checked for leaks. No leaks were detected. He replaced the cover of the uv unit and turned the unit back on and then ran the unit at 100% intensity. Both the uv unit and monitor functioned appropriately. This is a isolated - facility specific incident. Mar cor will continue to monitor this complaint it will be maintained and updated within the mar cor complaint system.